Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the liquid crystal display (lcd) of the external pulse generator had a crack in it that looked like a burn mark. The cause of the damage is unknown. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the liquid crystal display (lcd) was broken, and it was replaced. Analysis also found the lower case broken, the battery release contaminated and the keyboard scratched, all were replaced.

Event description:
It was reported that the liquid crystal display (lcd) of the external pulse generator had a crack in it that looked like a burn mark. The cause of the damage is unknown. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.